Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay and the elecsys ck-mb stat immunoassay on a cobas 6000 e 601 module. The sample was initially tested for troponin t and there was no result, only a flag indicating there was a bubble on the sample. The sample was then repeated, resulting with a troponin t value of 5.79 ng/l which was reported outside of the laboratory. The clinician questioned the result, so the sample was repeated three times, resulting with values of 366.4 ng/l accompanied by a data flag, 368.9 ng/l accompanied by a data flag, and 361.1 ng/l accompanied by a data flag. The sample was initially tested for ck-mb and there was no result, only a flag indicating there was a bubble on the sample. The sample was then repeated, resulting with a ck-mb value of < 0.300 ng/ml accompanied by a data flag. The < 0.300 ng/ml value was reported outside of the laboratory. The clinician questioned the result, so the sample was repeated, resulting with a value of 9.21 ng/ml accompanied by a data flag. The troponin t reagent lot number was 38153900, with an expiration date of 31-may-2020. The ck-mb reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The calibration data was acceptable. The qc recovery the day of the event was also acceptable. The alarm trace shows abnormal sample aspiration alarms, which indicates a pipetting issue consistent with poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.